Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check supply line alarm. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was due to an empty bag. The patient stated there was no solution in any of the bags because he had to prime twice. There was also a user error identified in this report; the patient replaced the cassette, but reused and respiked the supply bags. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a check supply line alarm that occurred on the homechoice (hc) unit during last fill. The hp stated there was no solution in any of the bags because he had to prime twice. The hp stated he had changed the cassette but used the same supply bags. The technical service representative (tsr) assisted the hp to end therapy and advised the hp to inform his nurse that he respiked supply bags. On (B)(6) 2010 product surveillance spoke with the hp's nurse regarding the reported problem. The nurse confirmed that the hp's therapy was continuing without complications. No patient injury or medical intervention was reported. No further information is available.

Manufacturer narrative:
(B)(4). The reported condition was resolved over the phone; the patient discarded the sample. Should any additional information become available, a follow-up report will be submitted.